Manufacturer narrative:
A return was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
The provider stated the bed has a broken weld on the carriage frame.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that no broken welds were identified, so the original complaint issue was not confirmed. Therefore, this is no longer an FDA reportable event.

Event description:
The provider stated the bed has a broken weld on the carriage frame.